Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that there was a collimator error message on boot up. The top set of collimator blades were jamming when trying to open on the self test. The collimator was replaced and aligned, resolving the issue. The malfunctioning part has been returned for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. The system was returned to service. No further issues were reported.

Event description:
A site representative reported that while preparing the imaging system for use, it would not exit standalone mode. A message was displayed on the system stating the there was a collimator error. The reason for this error was not known. This occurred outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
Medtronic investigation of returned suspect collimator finds that the reported issue was confirmed. The collimator was installed on the imaging test system and noted the system did not achieve motion ready. Visual inspection confirms x-axis blades are binding. Motor makes noise but no movement is observed. Collimator initialization error prevents the system from achieving ready. Faulty collimator. The reported event was confirmed to be caused by a mechanical failure mode.